Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system presented with bad fluids and bad aspiration during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had bad fluidics/aspiration. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system was manufactured on december 19, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).